Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 28-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the station was in disconnected mode. The tss advised the customer that if the device was powered on, it indicated a network issue. The customer was advised to check the network cable connections at the station and wall. The tss instructed customer to contact hospital information technology team to confirm the wall port was live and the router was addressing the network. The tss closed the case after confirmation from the customer.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es nurse unable to pull entire patient list. An orange icon appeared at the top of the screen indicating ¿disconnected mode,¿ and the nurse was unable to access patient medications. The customer restarted the pyxis twice, but the orange icon remained. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.